Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained v oversensing due to lead noise on the atrial channel were observed. Lead revision was suggested.

Manufacturer narrative:
External insulation abrasion was noted at 8.8-10.1cm from the distal tip consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 44.8-47.7cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 52.9-53.2cm from the distal tip, consistent with lead friction to the ICD can. The etfe coating was abraded at this location. This is consistent with the observation from the field of oversensed noise.

Event description:
New information received: device was explanted. No further information available.